Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that an scs trial patient had been experiencing severe irritation at the site of epg pocket. The patient notably had blisters under the epg adhesive pouch location. The patient issue was reportedly resolved with the replacement of the epg pouch adhesive tape.

Manufacturer narrative:
Section b2: 'other serious (important medical events)' checked. Section g3: 'PMA/510(k) #' has been added.

Manufacturer narrative:
It was reported that an scs trial patient had been experiencing severe irritation at the site of epg pocket. The patient notably had blisters under the epg adhesive pouch location. The patient issue was reportedly resolved with the replacement of the epg pouch adhesive tape. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.